Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomedical engineer advised that there was no service indication present, nor were there any recent event codes in the device's memory. The biomedical engineer evaluated both the device and the quik-combo therapy cable used during the event, but was unable to duplicate the reported issue. The biomedical engineer advised that he was able to successfully charge and shock multiple times without any discrepancies. The physio-brand therapy electrodes were disposed of following the event. Therefore they were not available for evaluation. Physio-control recommended that a full performance inspection procedure (pip) be completed on the device prior to placing it back into service for use. Physio-control also advised the biomedical engineer that their device is no longer supported by physio. As a result, parts and/or service are not available through physio, if it were necessary. Physio-control later confirmed through the biomedical engineer that after observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device did not deliver a shock when prompted.  There was patient use associated with the reported event.   The biomedical engineer advised that the patient had been connected to their device using a quik-combo therapy cable and physio-brand therapy electrodes.  The nurse who was using the device had advised the biomedical engineer that the device had been charged in order to shock the patient, but when the shock button was pressed the energy was not delivered. The biomedical engineer advised physio-control that no further information about the patient or the event was available, including the patient's outcome.